Manufacturer narrative:
The account's biomed could not remember what was done to repair the bed.

Event description:
The account alleged when the bed is plugged in the hi/low function, will run all the way up unintentionally.